Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 10 mm amplatzer septal occluder were chosen for procedure on (B)(6) 2022. The physician deployed the occluder and the device presented with a cobra deformation of the left atrial disc. The device was re-sheathed and repositioned twice before the device was removed from the patient. The user tested the device while outside the body and the deformation re-occurred. The device was exchanged with a 25mm cribriform occluder as a new 10mm amplatzer septal occluder was not available for use. The defect was closed successfully and remained stable throughout the procedure. The patient recovered and has been discharged. No adverse events reported. No additional information has been provided.

Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.